Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer experienced hyperglycemia of 54.0 mmol/l due to a bent infusion cannula. He was found in a coma and did not regain consciousness for 4 days. He was admitted to the hospital for 14 days and received stationary treatment, including insulin via perfusor. The alleged product is not available to return for evaluation.